Event description:
It was reported that during follow-up, the device was found to be in backup vvi. Patient was asymptomatic. Device code was downloaded successfully, and device was reprogrammed to previous programmed settings. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.